Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse test) has been confirmed. Upon investigation the monitor failed incoming functionality testing, specifically detect and treat. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging components on the pcas. Upon investigation, contamination was found on component j1003aa and insulated-gate bipolar transistors (igbts) q7, q8, q10, q12, q16, and q6 were shorted on the defibrillator pca. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. The root cause for the shorted igtbs and the contaminated component could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to pass incoming functional testing.